Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer reports bubbles in gel. This event occurred 4000 times. The following information was provided by the initial reporter. The customer stated: "phlebotomy team noticed bubbles in gel of the sst tubes at hospital."

Manufacturer narrative:
H.6. Investigation summary: material #: 367954. Lot/batch #: 2283632 . Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, 100 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for gel air bubbles was not observed. Complaints for sample quality were not under statistical control for the month of (B)(6) 2023, therefore additional clinical testing was required. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, gel air bubbles, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Ji 8/23 it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer reports bubbles in gel. This event occurred 4000 times. The following information was provided by the initial reporter. The customer stated: "phlebotomy team noticed bubbles in gel of the sst tubes at hospital."